Event description:
It was reported that the patient had been hospitalized with hyperglycemia the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) and leaking during wear. Symptoms reported include a fast heart rate as well as sore throat, dehydration and a fever. The patient reports also having a virus. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, insulin and tylenol. The patient was discharged from the hospital after 2 days. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.